Event description:
The reporter stated that the customer obtained a result of 4.8 inr at 12:30 pm on her doctor's roche coaguchek meter (serial number unknown). On (B)(6) 2016 at 2:30 pm she stick a different finger and obtained a result of 3.4 inr on her coaguchek xs meter (serial number (B)(4)). It was reported that they went by the doctor's meter. There was no treatment or medication changes. On (B)(6) 2016 around 10:30 am she obtained a result of 2.1 inr on her meter. A few minutes later she obtained a result of 1.5 inr on the doctor's roche coaguchek meter (serial number unknown). It was stated that another test was also taken with another fingerstick that yielded a result of 1.6 inr on her meter with the strips from the doctor. Different fingers were used for each sample. The strips used for the tests in this comparison were the strips from the doctor which are unknown. The customer's therapeutic range is 2.0 to 3.0 inr, the customer does not have any antiphospholipid antibodies. She has not started on any new medications and her diet has not been changed. It was stated that the customer had salad twice the week before the original set of results. The customer feels okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. Reference medwatch with patient identifier (B)(6) for the strips used in the customer's coaguchek xs meter (serial number (B)(4)) on (B)(4) 2016.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.